Event description:
A peritoneal dialysis patient reported that he experienced an overfill. A follow up call was made to the patient's peritoneal dialysis nurse. The nurse confirmed that the patient drained out 400ml manually following draining out his prescribed fill volume of 2500ml on the cycler for a total of 6500ml, which is 260% over the expected drain volume resulting in a reportable device malfunction. The patient remained asymptomatic, and no medical intervention was required.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.